Event description:
Falsely elevated sodium results were obtained on two patient samples. The patient results were reported to the physician. The samples were re-run on an alternate dimension vista(r) instrument and lower results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium results was an occlusion of the imt module. A siemens healthcare diagnostics technical service center representative directed the customer to routine troubleshooting and repeat calibrations which cleared the occlusion. The instrument is performing within specifications. No further evaluation of the device is required